Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscope, gynecologic to the service center for a separate issue. During device analysis, the service repair technician indicated that the fiber bonding in the outer tube area at the distal end was damaged. There was no patient involvement.